Event description:
Two nurses had an immediate reaction after wearing gloves for 5-15 minutes. In one case, the nurse had the gloves on for approx 5 minutes when she began to experience itching on her hands, wrists, throat and mouth. She promptly removed the gloves and was noted to have a definite demarcation of redness on her wrist where the glove ended. She was given benadryl, observed and sent home and referred to medical facility if sx did not improve. The other nurse experienced itching and burning of her hands and wrist within 15 minutes of donning the gloves. She did not have the systemic sx that the first nurse experienced. No medication was given and early release from work was not necessary.